Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital for pneumonia and a high fever. The blood cultures for the patient came back as positive and the implantable cardioverter defibrillator (ICD) system was removed. No further patient complications have been reported as a result of this event.